Event description:
The complainant reported that a female patient had undergone a successful transobturator mid-urethral sling procedure approximately two weeks previous to january 12, 2009 (exact date of implant unknown). Post procedure the patient experienced a very small exposure of the mesh in the vagina. The patient did not experience any discomfort and no medical intervention was required, other than the application of estrogen cream. Skin re-growth was anticipated by the physician. The patient is reported to be fine and the doctor is reported to be unconcerned at this point.

Event description:
The complainant reported that a female patient (age and weight unknown) had undergone a successful transobturator mid-urethral sling procedure approximately two weeks previous to (B)(6), 2009 (exact date of implant unknown). Post procedure, the patient experienced a very small exposure of the mesh in the vagina. The patient did not experience any discomfort and no medical intervention was required, other than the application of estrogen cream. Skin re-growth was anticipated by the physician. The patient is reported to be fine and the doctor is reported to be unconcerned at this point.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined. The complainant reported that the device will not be returned for evaluation, as the advantage system - transvaginal system was implanted in the patient; therefore, a failure analysis is not available. A review of the specific device history record could not be performed as the lot number of the device is unknown. We are not able at this time to determine the relationship between this device and the cause for this event. If there is any further relevant information received a supplemental medwatch report will be filed.

Manufacturer narrative:
(B)(4).